Event description:
Harh36 harmonic was being used when it sounded an error tone and the screen was yellowed out. The machine was powered down and turned on and the error code and sound still displayed. The yellow screen said reactivate instrument but did not give you a button or option to clear the screen. The harmonic was done being used at this time and was disconnected, put in a biohazard bag and given directly to the representative in the room. Manufacturer response for harmonic scalpel, harmonic (per site reporter). No response at this time.